Event description:
A us distributor reported that a battery charger was unable to recognize a battery pack.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger will not recognize a battery) was due to corrosion on the battery board. The root cause for the corrosion was ingress of an unknown liquid. Life vest patient training materials have been updated as a reminder not to expose the life vest electronic components to liquids. There was no adverse event that resulted from the damaged charger.